Event description:
I reported to my doctor and the company that gave me the device that I kept having this electric shocking in my mouth thrusting me out of my sleep, scaring the hell out of me and my granddaughter. I was told that the machine shouldn't do that, it wasn't every single day, but when it did happen it hurt and very scary. I have a bad cough, nasal drip gotten much worse. Calling my doctor to get a full work up, now I'm really scared. FDA safety report ID # (B)(4).